Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿the incisional hernia sac was identified and dissected free. The hernia sac was opened, and the underlying omental adhesions were lysed. A ventralex mesh (device 1) was placed and secured using prolene sutures circumferentially.¿ on (B)(6) 2016 - patient was diagnosed with adhesions thereby underwent robotic assisted laparoscopic repair with lysis of adhesions. Per op notes, ¿lot of omental adhesions were taken down. Adhesions on the backside of old mesh (device 1) was lysed.¿ on (B)(6) 2016 - patient was diagnosed with recurrent incarcerated ventral hernia and abdominal pain thereby underwent laparoscopic repair with implant of ventralex mesh (device 2). Per op notes, ¿the hernia defect was noted, and significant amount of incarcerated omentum and small bowel were reduced. The defect was cleared off. A ventralex mesh (device 2) was placed and secured using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2008) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.